Event description:
As reported: "the gamma4 intermediate nail was used. During drilling for distal locking screw insertion, interference between the drill bit and the nail was observed. Despite completing drilling to the contralateral cortex after minor adjustment, orbiting occurred during screw insertion, resulting in failure to insert one of the two distal locking screws. During insertion of the distal locking screw, misalignment from the intended position occurred, potentially causing unnecessary additional bone/tissue trauma to the patient."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.